Event description:
The customer reported having issues with the reservoirs, and the piston shot out insulin from the reservoir and on the top. The blood glucose was 145mg/dl. The customer stated that she threw away the reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.